Event description:
During the routine follow-up of the device involved in this report, the physician observed that av delay values have been reprogrammed automatically part to previous follow-up.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Method (other): since the device remains implanted, the programmer files were reviewed. (B) (4)